Manufacturer narrative:
H10: h2, h6. The device used in treatment, was not returned for evaluation. A picture of the device has been sent. Per customer photo, there was a relationship found between the reported incident and the returned device. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of risk management files found that the reported failure was documented appropriately. A complaint history review concluded this was an isolated event. A review of the instructions for use found: -do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. -implantation of this device requires an appropriate level of surgical skill and experience. Surgeons who plan to use this device should carefully review the instructions for use prior to clinical use. Additionally, completion of a skills laboratory and training by the manufacturer or one of its appointed representatives, or observation of/assistance with similar implantation procedures, is recommended. -do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Clinical evaluation was completed. The images provided confirms a foreign object within the shoulder. However, without evaluations of the retained piece, the proper identification, material characteristics and/or root cause of the retained foreign body cannot be determined. In addition, the information provided is insufficient determined whether the retained metal piece resulted from the use of the multifix in the primary surgery. Based on the information provided, the root cause of the reported re-injury was the fall and not the foreign object. The impact to the patient beyond the reported, ¿getting hot¿, the fall with re-jury, possible increased radiological exposure, corrosion, local irritation/discomfort cannot be determined. However, micro-motion/migration of the retained metal piece is unknown since it is unknown if the piece is embedded within the bone. It is unknown if a revision surgery will be performed. Additionally, at this time, it is not confirmed if it was an s+n product retained within the patient. Therefore, no further clinical/medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) excessive force. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that a rotator cuff repair was performed on (B)(6) 2020, four months later on (B)(6) 2020 x-rays were performed and showed a metal left in the bone. Nothing unusual was identified at the time of surgery, patient did not report any issues with the shoulder until she fell and re-injured the shoulder. The surgeon ordered an MRI, during the MRI the patient complained of her shoulder getting hot. The MRI showed a lot of scatter so the surgeon took the x-ray which showed the metal in the bone. The piece appeared to be in the area where the multifix s was placed. No further complications reported.